Event description:
(B)(4). I have severe chronic neutropenia and took my first nuelasta injection need up in the hospital the following day. It felt like my heart was starting to pound right out of my chest. Was admitted and diagnosed with svt of the heart and stopped the nuelasta. Started then with nuepogen injections. Before my nuetropenia, I started with nerve pain, muscle weakness, fatigue, heavy periods, fibromyalgia, twitching of muscles along with bladder, colon and stomach. I was diagnosed with ibs, thyroid problems and depression and anxiety. I have a very dry mouth all the time and chronic dry eyes.